Event description:
Additional information received reported that there was not a 50 percent or greater symptom reduction. The components involved in the event were the implantable neurostimulator (ins) and the lead. The patient felt major shocks from the device and the troubleshooting done to provide insight to the issue was reprogramming. The action taken to resolve the event was removal and replacement with a new lead and generator. The cause of the event was not determined and it was unknown if it was device related. The patient recovered without permanent impairment.

Event description:
It was reported that the patient experienced a shocking/jolting sensation on two separate occasions when driving. The patient experienced pain at the device pocket as well. Impedance testing and reprogramming were performed. As a result, the device was to be replaced. Follow-up is being conducted to obtain patient outcome.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 3093-28, lot# v455948, implanted: 2010 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).